Event description:
Complainant alleged that during functional testing, they were not able to seat the battery into the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that they have opted to discard the device and replace it. The device has not been returned to zoll for evaluation.